Event description:
According to info provided by the surgeon, this valve was explanted due to endocarditis with a root abscess and dehiscence. Initially, the surgeon attmepted to implant another sjm mitral valve (17afhpj-505); however, after pushing "very hard" to force the valve to fit, one of the leaflets broke into three pieces, all of which were retrieved and there were no consequence to the pt. The surgeon stated he had no complaints regarding the fractured valve and that it fractured from the force applied. Since the pt's annulus was so small, the entire root was removed and a homograft was implanted. The pt was reported to be doing "fine".